Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of booting issues though it noted that the programmer would intermittently boot to a 45310117 error on the screen and therefore the link electronic module (lem) connection with the media processing unit (mpu) was checked, the lem reseated and the lem board calibrated. Additionally the hard drive was reimaged and the software reloaded, however the hard drive was actually replaced as a preventive measure. (B)(4).

Event description:
It was reported that the programmer did not boot. The programmer was returned for service. No patient complications have been reported as a result of this event.